Event description:
Customer reported device = 387 mg/dl. Customer called fire dept and their device = 40 mg/dl. Customer was treated with an IV and glucose drink. No controls were used. A request was made for return product and replacement product was sent.